Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a clot was noted. The procedure was cancelled. During a pulse field ablation/ supraventricular tachycardia (svt) procedure, a versacross connect for faradrive was selected for use. The physician was performing an svt prior to the atrial fibrillation procedure. The physician was using a cs catheter and an rf catheter. Physician noticed something on the cs catheter flopping around after rf in the right atrium. Then, the versacross connect sheath was placed into the right atrium. Heparin was given at this time. After placement, something was noted on tip of versacross sheath. Upon further review, the physician speculated it was a clot and aborted the procedure. No reversal for heparin was given. The patient is expected to fully recover. The device is not expected to be returned for analysis (disposed).